Manufacturer narrative:
Device evaluation: results of investigation: the vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the reported event is the main printed circuit board assembly. The fsr replaced the main pcba, performed the user verification tests, and reported the device meets factory specifications. This issue will be internally investigated within vyaire.

Manufacturer narrative:
A vyaire field service representative has been dispatched to evaluate the suspect device. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported the events log is showing the motor fault alarms. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.